Event description:
It was reported that upon interrogation, the pulse generator exhibited false elective replacement indicator. It was noted that the patient had underwent an unrelated surgery the previous day. The message was cleared and the patient was in good condition.